Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative assisted the patient in ending therapy. The patient stated that they "felt good / normal" during the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.